Event description:
Chief technician reports one incident of blood leakage during use number 10, at the onset of treatment with the ca-hp 210 dialyzer. The leak was noted by an audible blood leak alarm and confirmed by a hemastix test strip. Blood loss of 250cc was not returned to pt. Treatment was discontinued and resumed with new disposables and completed without further incident. Customer reported that there was no pt injury or medical intervention associated with this incident.